Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging that the display was scratched. It is unknown at this time if the display could still be read or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2015 with the following findings: during investigation, a visual inspection of the pump indicated that the display lens had multiple scratches within the field of view. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Also unrelated to the complaint, the battery compartment was observed to be cracked and the keypad cover was found to be peeling from bottom of the keypad to ok button. All keypad buttons responded appropriately during testing.